Manufacturer narrative:
Expiration date 12/2019. Manufacturing date 01/2016. Based on the available information, this event is deemed a reportable malfunction. No patient harm was reported. A batch record indicates that no non-conformances/ deviations related to complaint issue were initiated. The batch record review resulted in a discrepancy which was investigated in another complaint and is closed. It was noted that there were foreign particles in the package and the defective items were scrapped. This issue is not related to the reported complaint issue. Sterilization was performed in accordance with parameters and batch released according to requirements. On the basis of information received the investigation true root cause cannot be identified. Corrective actions are not required at the moment. No additional investigation is required. This issue will be monitored through the post market product monitoring review process. Additional information has been requested but not received to date. When additional information becomes available, a follow-up report will be submitted. Note: this complaint issue occurred in three (3) separate cases. Separate 3500a forms have been completed for the other cases. Reported to the FDA on: june 30, 2016. (B)(4).

Event description:
It was reported that it was "impossible to drain away the high part of the collector. Has been changed (3) times: it occurred on (4) medical devices on the same lot number." It was also reported that all (4) devices were used on the same patient. No further information was provided including patient details, treatment or outcome.